Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon turning on this system, the monitor displayed "no video detected". The manufacturer representative (rep) noted that the computer appeared to be on, with lights on the ethernet ports being illuminated. During troubleshooting, the rep noted that the ethernet cable from the computer into the router was correctly placed. - noted the monitor input was correctly set to high-definition multimedia interface (hdmi) ((B)(6)) - attempted to reboot the system and the issue persisted. - brought in another known working navigation system and took off the covers of that system. - plugged the hdmi of the 'bad' system into the computer of the 'good' system. The rep also plugged the hdmi of the 'good' system into the computer of the 'bad' system. The rep noted that the 'good' system monitor displayed no video detected, while the 'bad' system monitor displayed the login screen. It was noted that the probable cause of the issue was a legacy computer graphics processing unit (gpu). There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735764r, h3, h6: multiple fdd/annex a codes were reported. A0902 was coded for upon turning on this system, the monitor displayed "no video detected". A1102 was coded for displayed "no video detected". No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.